Event description:
It was reported by the physician that, "one of the legs of the greenfield filter was fractured. Was seen on the cta. The filter was placed in 1998." There were no patient complications reported. The current patient status is reported as "fine/stable".

Manufacturer narrative:
Device analysis: the complainant indicated that the filter remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.